Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose at the time of the event was over 500 mg/dl. Customer experienced severe mouth pain and vomiting. The customer had a bent cannula and ketones. Customer was treated with IV drip. Customer requested a replacment. Advised customer that the insulin pump will be replaced. Nothing further reported.